Event description:
It was reported that bd maxzero¿ extension set, minibore, trifuse would not flush. The following was recieved by the initial reporter: problem: attempted to prime tubing w/saline flush, tubing would not prime ¿ discontinued tubing from bifuse & was still not able to prime, disconnected flush from tubing & reconnected & tubing would still not flush.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
One sample (model #me2020, lot #22129166) was returned by the customer. It was reported by customer that they attempted to prime tubing w/saline flush, tubing would not prime. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed. The sample was unable to be flushed. The customer complaint can be verified. The sample was further examined under magnification where an occlusion can be observed near the male luer. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. After further investigation, the potential root cause of occlusion could be related to the incorrect application of solvent (excess) in the tubing. A quality memo was created and communicated on (B)(6) 2022 to reinforce with the involved personnel of the failure mode. The proper functioning of equipment/fixtures was reviewed on december 11th, 2022. Corrective actions were carried out to the personnel that generated the defect on (B)(6) , 2022. A quality alert was generated on (B)(6) 2023 to communicate and reinforce the use of the air fixture to the involved personnel during the assembly process. We will continue to monitor related complaints to take the necessary actions to address this failure mode. A device history record review for model me2020 lot number 22129166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.